Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported error codes eo8 and eoa were observed when rewarming at the end of the case. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were not adverse consequences to the patient as a result of the event.